Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was waking up wet. The pad under the patient was wet when the customer changed the purewick female external catheter. The wick did not stay intact at top . The customer put something over the top to help but the patient was still wet. It was noted that the patient had been using the purewick products for more than 90 days. As per customer via phone on 08feb2023, it was reported that patient has urinary tract infection and was currently on an antibiotic. As per customer via phone on 23feb2023, it was reported that the patient sought medical intervention and was prescribed amoxicillin antibiotic. Uti was not confirmed to have been caused from using purewick.

Event description:
It was reported that the patient was waking up wet. The pad under the patient was wet when the customer changed the purewick female external catheter. The wick did not stay intact at top. The customer put something over the top to help but the patient was still wet. It was noted that the patient had been using the purewick products for more than 90 days. Per customer via phone on (B)(6) 2023, it was reported that patient has urinary tract infection and was currently on an antibiotic. Per customer via phone on (B)(6) 2023, it was reported that the patient sought medical intervention and was prescribed amoxicillin antibiotic. Urinary tract infection was not confirmed to have been caused from using purewick.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warnings: to avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. Never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities. Discontinue use if an allergic reaction occurs. Precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter having frequent episodes of bowel incontinence without a fecal management system in place experiencing skin irritation or breakdown at the site experiencing moderate/heavy menstruation and cannot use a tampon always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Recommendations: perform each step with clean technique. In the home setting, wash hands thoroughly before device placement. Assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Change suction tubing per hospital protocol or at least every thirty (30) days." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.